Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Only the implant was returned. Investigation into the returned implant found that it was stretched from the proximal end by the marker band. Additional damage and deformation was found on the implant. The implant length could not be definitively determined as the implant was severely stretched and damaged. The pusher, introducer and microcatheter were not returned to further evaluate a definitive cause of the detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretching and separation, but the damage is consistent with the device experiencing tensile/retraction forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that after the embolization coil could not be positioned properly in the aneurysm, the coil unexpectedly detached in the microcatheter as it was being retracted. The coil was removed from the patient together with the microcatheter. There was no reported patient injury or additional intervention.